Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va02eue, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an open circuit since 2016 that was not being programmed. The patient was getting good therapy. It was noted that nothing prompted the open circuit. The patient¿s ins longevity is expected to be 23 months to elective replacement and 2.2 years to end of service. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.